Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that that during a case, the passive planar probe was unable to be tracked. A medtronic representative (rep) arrived on site and reported that the top leg of the probe was visibly bent to the left side. When the instrument was held in front of the camera, the geometry error of the probe was 0.8 mm. When the top sphere was covered, the geometry error dropped to 0.4 mm and the instrument could be tracked. When covering any other sphere, the geometry error remained at 0.8 mm. There was a 30 second delay. There was no impact on the patient's outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. F26: no patient impact f1908: 30 second delay a0709: tracking issues a05: bent probe h3, h6: the returned probe was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.